Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd relion® insulin syringe 1 ml, 31 g x 8 mm had difficulty drawing up medication, the plunger rod was loose, and also had a needle stuck and broke off in the medication vial. Found before use. No serious injuries or medical intervention noted.

Manufacturer narrative:
. Investigation summary: customer returned (1) 1cc, 8mm, 31g relion syringe in an open poly bag with the shelf carton from lot # 7065640. Customer states that the needle would not draw, the plunger was loose, and the needle stuck in the vial. The returned syringe was examined and exhibited a detached cannula. The sample was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. The sample was also tested and the plunger rod was not observed to be loose and was able to move in the barrel easily. Sample will be forwarded to manufacturing ((B)(4)) on 17nov2017 for further review. CAPA (B)(4) was initiated by the (b))(4) plant to address adhesive run over/shield difficult to remove and their associated root cause(s) based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle does not draw and loose plunger) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive run over onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive run over/shield difficult to remove and their associated root cause(s).upon completion of the investigation, a secondary MDR supplement report will be filed.